Manufacturer narrative:
Recall: 627487-12192011-003-r. This ipg serial number was included in a several field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken wherein the patient's scs ipg was explanted and replaced with a new model due to being inoperable. Therapy was restored postoperatively and the issue resolved.